Event description:
Provider states, that the patient was using the shower chair, and the seat cracked, almost completely in half. Provider states that the patient fell, and complained of soreness on her bottom, but had not went to the doctor yet.